Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 600 mg/dl. The customer treated with the insulin pump. The customer's symptom included a headache. The customer reported a past leak. The customer was assisted with changing the blood glucose target and no further assistance was needed. Nothing was replaced or returned for analysis.